Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip nt was inserted into the patient and placed successfully. The gripper was lowered, but then was unable to be raised. It was determined that there was adequate mr reduction and the clip was deployed. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The reported difficult to open or close-gripper actuation - single and difficult or delayed positioning-anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the observed gripper line break, a cause for how the gripper line broke could not be determined. Additionally, a cause for the reported difficult or delayed positioning with the anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.